Event description:
Procedure performed: unknown. Event description: during procedure surgeon and pa were removing trocar and noticed the clear plastic seal came out and was seen in the abdomen. They were able to remove clear plastic seal and retained in biohazard bag. No patient harm. Procedure completed. Intervention: they were able to remove clear plastic seal. Patient status: no patient harm.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment and a torn septum. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield and fragmented septum were caused by the non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. [Correction] section d1 has been updated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: during procedure surgeon & pa were removing trocar and noticed the clear plastic seal came out and was seen in the abdomen. They were able to remove clear plastic seal and retained in biohazard bag. No patient harm. Procedure completed. Intervention: they were able to remove clear plastic seal. Patient status: no patient harm.